Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted faster than anticipated. It was noted the patient was symptomatic with elective replacement indicator (eri) pacing. The ipg is planned to be explanted and replaced. No further patient complications have been reported as a result of this event.